Manufacturer narrative:
Device is a combination product. Stent delivery system was returned for analysis. A visual examination of the stent found that on proximal stent rows 15-17, stent struts were lifted and misaligned. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted, however hardened medium resembling blood was evident on the distal balloon cone. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage. The device was tracked over a recommended 0.014'' guide wire and no issues or resistances were noted. Balloon functional testing was also performed and the balloon inflated successfully at rated burst pressure (rbp) and the stent expanded successfully. A vacuum was pulled and the balloon fully deflated within specification. No other issues were identified during the product analysis. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 11-jan-2018. It was reported that an unspecified issue occurred with a 38 x 3.50mm promus premier¿ stent. However, returned device analysis revealed stent damage.